Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with unspecified mentor saline implant 400cc and saline mentor smooth round moderate plus profile 400cc for unknown indication, developed symptoms including but not limited to fatigue, breast pain, blurry vision, neck pain, migraines, joint pain, insomnia, brain fog, numbness in limbs, muscle weakness, hair loss, dry skin, headaches every day, depression, swollen lymph nodes all over the body, night sweats and shortness of breath. The root cause of the patient's symptoms is unclear. No product issue such as deflation was reported. No date of explantation or revision reported. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. This case was not confirmed by a healthcare professional. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry.